Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was trying to get scheduled for an MRI. Caller stated that they found an or report from another hospital in the patient's chart from (B)(6) 2024 where they revised the left ins and notes surgical pain; the report indicated removal of the right side bladder stimulator with the 'tined lead intact'. Caller mentioned battery migration as part of this procedure on (B)(6) 2024. Caller did not know when the migration occurred. Agent reviewed information and redirected caller to patient's healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3058 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2012; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.